Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator is no longer working and they are in a lot of pain. Patient stated the implant still charges, but they cannot turn stimulation on. Patient stated that they are seeing a por (power on reset) message on their controller. Agent reviewed meaning of por and redirected patient to their healthcare provider to further address the issue. Patient mentioned they tried contacting their healthcare provider (hcp) but their healthcare provider is no longer in practice, and they are told they need a referral to see another physician. Agent sent physician listings to patient. Patient mentioned unrelated medical history that they have cancer in their bones and that they had radiation therapy done. Patient asked if cancer treatments have impacted stimulator. Patient stated message occurred this month. Agent reviewed longevity information with patient. Patient denied seeing elective replacement indicator (eri) message.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.